Manufacturer narrative:
H.6. Investigation: four photos and one sample was received by our quality team for evaluation. Visual inspection, showed that the septum was damaged and was out of position on the returned sample. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed, the team concluded that the non-conformance is not caused during the assembly process. There is a daily process inspection to ensure the quality of the septum insertion and that it is in good position, as well as an outgoing inspection to ensure no leakage. This non-conformance could have occurred during product application when the product was manipulated or outside of the manufacturing facility. See h.10

Event description:
It was reported that cathena 22gx1.00in straight bc was damaged. This was discovered before use. The following information was provided by the initial reporter: the rubber between the catheter tube and hub was found to be damaged upon unpacking. The needle is kept retracted for a safety reason.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cathena 22gx1.00in straight bc was damaged. This was discovered before use. The following information was provided by the initial reporter: the rubber between the catheter tube and hub was found to be damaged upon unpacking. The needle is kept retracted for a safety reason.